Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional e-c 3 pal lens is being filed under a separate medwatch report number.

Event description:
It was reported that approximately, two and a half months after implantation of a ec-3 pal 20.5 diopter lens the patient complained of dysphotopsia. It was indicated that this may have been caused by minor iol insertion abrasion. The lens was explanted on (B)(6) 2016 and another ec-3 pal 20.5 diopter lens implanted; however, that lens was noted to have a cosmetic deficiency. This lens was also explanted and a third same size lens implanted to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The lens was returned in a lens case and appeared to have been cut through the middle of the optic. The lens was noted to have a glare of residue on both the anterior and posterior sides of the lens. The lens was rinsed and the residue removed; however, a small chip/crack was noted on the outer ring area of the lens. No visual defects were noted on the optic area. The reported iol insertion abrasion on the surface of the lens could not be confirmed. An attempt in order to reenact the reported lens surface defect was made; however, was not possible. Four injector instruments were returned and evaluated by r & d technician and it was reported that they appeared to be in good conditions. No obvious damages were noted and profile on tips appeared to be within specifications. The injector used to inplant the complaint lens was not properly identified; thus, could not be linked to the reported issue. Per the instruction for use (IFU) under warnings it is indicated that: "improper handling of this lens may cause damage to the haptics and the optics." After reviewing the complaint information and based on the analysis of the device it appears that the reported issues was potentially caused by the handling of the lens during implantation. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Furthermore, all aaren scientific lenses go through a 100% visual inspection prior to product being released for distribution. Any suface defects as the ones reported would not have passed inspection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
N/a